Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient underwent an ipg replacement on (B)(6) 2022. The reason for the replacement is not known yet.

Event description:
Additional information indicates that the patient's ipg had reached end of life. It is unknown if this occurred prematurely.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.